Manufacturer narrative:
Batch review performed on 30 april 2021: lot 1901214: (B)(4) items manufactured and released on 11-feb-2020. Expiration date: 2025-01-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved batch review performed on 30 april 2021: stem: m-vizion 01.22.161 distal stem ø12mm l 220mm straight (k191816) lot 1901248: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 3 months after the primary due to subsidence of proximal and distal part of the stem. The surgeon successfully revised the proximal body, distal stem, option head, and option sleeve with competitor components.